Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at the proximal end, several stent struts are bent outwards, are crushed and are everted. The balloon is still well folded and shows no signs of inflation. Stent imprints are clearly visible on the exposed balloon surface, indicating that the deformed stent struts were initially crimped on the balloon. Several white fibers were observed entangled with the stent struts along the entire length of the stent. A reference stent protector could not be applied over the deformed struts without bending them further. It can therefore be excluded beyond reasonable doubt that the damage was already present on delivery of the device. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. It was reported that during the preparations for an intervention the struts of the complaint products stent were noticed to be deformed. The device never entered the patient and was returned for a technical investigation.

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at the proximal end, several stent struts are bent outwards, are crushed and are everted. The balloon is still well folded and shows no signs of inflation. Stent imprints are clearly visible on the exposed balloon surface, indicating that the deformed stent struts were initially crimped on the balloon. Several white fibers were observed entangled with the stent struts along the entire length of the stent. A reference stent protector could not be applied over the deformed struts without bending them further. It can therefore be excluded beyond reasonable doubt that the damage was already present on delivery of the device. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.